Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire was separated at approximately 199.3cm from its proximal end. The core wire and nitinol distal tip were separated; however, the platinum coil was still intact. Blood was found on the guidewire proximal nitinol section. The platinum coil was stretched and the distal tip of the guidewire was shaped. Small white clumps of unknown material were observed on the nitinol distal section. Functional test could not be performed due to the condition of the device. A lab study performed in an attempt to re-create the clumps of material using procedural fluids (saline, contrast and plasma) and investigation decontamination fluids (cidex and isopropyl alcohol) was inconclusive, as the clumps of material were unable to be re-created. The white color of the residues was possibly an optical effect due to delamination of the hydrophilic coating. It is possible that delamination was a result of device interaction with the microcatheter used in the procedure (coating possibly delaminated during insertion into the microcatheter). Based on analysis findings, the device appeared to have being used under clinical settings. The guidewire fracture appears to be due to excessive manipulation due to the large amount of stretching of the platinum coil. It is possible that the fracture may have occurred from excessive force against resistance. Because the break appeared to have occurred while handling the device during the procedure an assignable cause of handling during use was assigned to this investigation.

Event description:
Analysis of the device revealed that the guidewire was separated from its proximal end. There were no reported clinical consequences to the patient.